Event description:
The customer contact reported, the pt received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of fentanyl with bupivacaine, at a 12ml/hr continuous rate, a 10ml bolus dose, 10ml container size, via epidural route and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the device alarmed for air in line. The nurse reportedly primed the air from the tubing set and resumed the delivery. The customer contact reported that after three hours, the nurse discontinued the delivery. At that time, it was reported that the nurse wasted a measured volume of 90ml; however, reportedly 66ml should have been delivered. The device was removed from clinical service. The customer contact reported that subsequent to the measurement, the anesthesiologist reported treating the pt with an unspecified bolus of an unspecified pain medication after the pt reported unrelieved pain. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.62ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated on (B)(4) 2011 at 0718, the device was programmed for continuous+bolus delivery in ml, with a 12ml/hr rate, a 10ml loading dose, a 5ml bolus dose, 15 minute bolus lockout, 4 boluses per hour, 90ml container size. At 0751, the delivery was started. Between 0751 and 0754, loading dose began, an air in line alarm occurred, delivery was stopped, a 2ml partial loading occurred, there is a 2.3ml priming volume. At 0755, the loading dose is restarted and the delivery is started. Between 0756 and 0759, 2 air in line alarms occurred, the loading dose was stopped, a 3.1ml priming volume occurred and device powered off. Between 0800 and 0958, the device was powered on, the delivery started, a 10ml loading dose completed, there were three 5ml pt. Initiated bolus deliveries and 5 unmet demands. At 1010, the infusion was stopped and at 1011, the device was powered off. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).